Event description:
Pump encountered a cartridge change error initially reported by the customer. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer received assistance from cts to inspect and replace the cartridge, ensuring o-ring at the bottom was intact. Cts guided the customer through cleaning necessary areas and attaching a new cartridge accurately. Customer eventually succeeded in completing the load process and continued insulin therapy.